Event description:
It was reported that fail accuracy +8.95%, lens damage was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the sticker seal, and with scratched lens. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The investigation found that inaccurate delivery was the cause of the reported problem as the device was out of specification. For corrective action the expulsor assembly was replaced. The root cause of reported problem was unknown. Product is beyond 20 years from manufacture date of 2002-05 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 10 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400 correction: d5: operator of device: unknown correction: e4: customer reported to FDA: no information provided